Manufacturer narrative:
The autopulse device (B)(4) involved in the event and was returned to zoll circulation and analyzed. No malfunction was found as part of this analysis. As it was mentioned in the event description, the autopulse did a proper job on the cardiac arrest victim. The information that was given to us by the hospital stated that patient had a serial rib fracture on both sides and a hemothorax. Based on available clinical publication (s), sternal fracture is a potential complication of an CPR, manual or mechanical. The primary reasons for such fractures during CPR include elasticity and anatomy of the rib cage. The fractures are also influenced by elasticity, bone density and anatomical features (kyphoscoliosis). The reported complication (rib fractures, hemothorax) are potential implications of any CPR manual or mechanical and considered to be relative significance given the alternative of death. (B)(4).

Event description:
Autopulse did CPR properly on cardiac arrest victim. During the operation, there was no evidence of malfunction. After the patient was brought to the hospital, the patient had rib fracture on both sides and a hemothorax.